Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received a vibratory notifier that indicated the device was in backup status. The status returned to normal after software upload. Device parameters were reprogrammed and all lead measurements were normal. The patient underwent a mammography the week before, which may have attributed to the issue. The device remains in service and the patient condition is good.